Manufacturer narrative:
This event occurred in (B)(6). All of the questionable results were from channel 1 of the instrument. The field service engineer (fse) had performed preventive maintenance on (B)(6) 2020. Based on the data provided, there were many samples with unusually low signals measured between (B)(6) 2020 and (B)(6) 2020. The fse returned on 03-jul-2020 to clean the pinch valves and the customer has had no further issues. The service actions on (B)(6) 2020 resolved the issue.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for tsh and 1 patient sample tested for testosterone on a cobas e801 module. Patient 1 initial tsh result was 0.15 miu/l. The repeat result was 1.03 miu/l. Patient 2 initial tsh result was 0.333 miu/ml. The repeat result was 3.68 miu/l. Patient 3 initial testosterone result was 3.48 ng/ml. The repeat result was <0.0250 ng/ml with a data flag. No questionable results were reported outside of the laboratory. No reagent lot numbers with expiration dates were provided.